Event description:
It was reported when an asymptomatic patient presented in clinic for a follow-up, post-paced t-wave oversensing was observed on the ventricular channel. Reprogramming changes were made.